Event description:
The consumer states her coat caught the joystick, causing her to be pushed into an exercise machine and break her knee in two places.

Manufacturer narrative:
No malfunction alleged. Chair has been in use since march of 2005 with no prior incidents. Information indicates consumer inadvertently caught their garment on their joystick which resulted in the alleged incident. Current user guide covers this area. As a courtesy manufacturer has replaced the device.